Event description:
There was an allegation of calibration issue and questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Representative examples include: an initial sodium result of 114 mmol/l with a repeat result of 124 mmol/l. An initial sodium result of 151 mmol/l with a repeat result of 163 mmol/l. The questionable results were reported outside of the laboratory and were questioned by a physician. The repeat results were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The customer replaced all ise solutions, electrodes, and ise sample probe and primes and conditioned the system. The field service engineer found an issue with the slider on the sampling mechanism. He replaced the slider and calibrated the instrument multiple times without issue. He ran precision testing that passed. The investigation determined the service actions resolved the issue.